Manufacturer narrative:
The mlx 300 xenon lightsource (00mlx) has been returned for evaluation: DHR review: a review of the DHR was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - the customer reported that this xenon lightsource had blown fuses due to power supply failure. This described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality.   Root cause - the issue of power supply failure is being investigated under internal quality plan to address root cause and corrective actions.

Event description:
A facility reported fuses being blown on xenon lightsource (00mlx). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.